Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. It was noted that the sensor was recording approximately 50mmhg in both air and water. Biomaterial was found on the sensor, therefore, the sensor was cleaned. Post cleaning, the sensor still had a reading of approximately 50mmhg. The sensor was zeroed and continued to read 50mmhg. A cotton swap was used on the sensor to ensure that it was responsive, the pressure read out increased as more pressure was applied to the cotton swap proving that the sensor was functional. The pump was zeroed for a second time and the resulting placement signal was close to zero as expected for a functioning sensor. The placement signal issue was most likely use related as the loss of flow due to increased placement signal occurred after the pump was manually zeroed and the event was repeated on a second 5.0. The placement signal issue was most likely use related as the loss of flow due to increased placement signal occurred after the pump was manually zeroed and the event was repeated on a second 5.0. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. Pump had sensor issues after 138 hours of support. Impella 5.0 was explanted and another pump was placed without issues. No patient harm was reported.